Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient came into clinic after receiving shocks from the device. Low high voltage lead impedance was observed and a fluoroscopy showed externalized conductors. The lead was capped and replaced. No further information is available.